Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump shut off unexpectedly. The customer's blood glucose level was 380mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.